Event description:
It was reported that bd max¿ system, bd max¿ instrument has problems detecting vibrio target using the extended enteric kits. While detection is generally low a dozen patients were labelled positive for vibrio and all present atypical curve not exceeding 600. The following information was provided by the initial reporter: we have a problem detecting vibrio target using extended enteric bacterial kits on bd max. While detection of this target is generally very low, we have had in about 3 weeks, a dozen patients labeled positive for vibrio and all present an atypical curve not exceeding 600. We therefore doubt the real positivity of these patients, especially since the clinic is rarely concordant.

Manufacturer narrative:
G5. PMA/510k info: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual curves". Customer reported that they are having an issue with weak detection of the vibrio target while running the extended enteric bacterial panel assay. A bd field service (fse) was dispatched to the customer site where they performed normalization of the readers. Instrument qualification was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported.

Event description:
It was reported that bd max¿ system, bd max¿ instrument has problems detecting vibrio target using the extended enteric kits. While detection is generally low a dozen patients were labelled positive for vibrio and all present atypical curve not exceeding 600. The following information was provided by the initial reporter: we have a problem detecting vibrio target using extended enteric bacterial kits on bd max. While detection of this target is generally very low, we have had in about 3 weeks, a dozen patients labeled positive for vibrio and all present an atypical curve not exceeding 600. We therefore doubt the real positivity of these patients, especially since the clinic is rarely concordant.